Event description:
During use, the scan/pullback was interrupted, and an error message appeared stating: ¿catheter failed to connect.¿

Manufacturer narrative:
During use, a pullback was interrupted with the error ¿catheter failed to connect.¿ during testing, the catheter would not connect or calibrate. The hypotube had visible kinks. An afl trip occurred during the investigation that was not present during the clinical event, preventing root-cause determination. The complaint is confirmed.